Event description:
A pt reported blood glucose results of "268 mg/dl, 167 mg/dl, and 147 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control solution were replaced.